Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the pump kept shutting off. She stated that the pump kept losing power in (B)(6) and it was causing her blood glucose (bg) to go high. The patient's bg was reported as in the 200's mg/dl with nausea and vomiting. It was reported that the patient treated herself via the pump and the bg came down and bg resolved. The reporter stated that the patient returned the pump and received a new pump. The reporter stated that when the patient would tighten the battery cap she could see the o-ring because she told that the battery compartment was cracked. This report is being made due to the alleged hyperglycemic event that the patient experienced due to allegation of pump losing power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/08/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2013 with the following findings: during investigation, the pump's black box and history was reviewed and multiple unusual consecutive reboots were observed. The alarm history showed multiple 'low battery" warnings. The total daily dose appeared to be inaccurate as a result of the reboots. There was no damage observed to the pump case or to the battery cap. The pump was opened and no moisture ingress was observed and no intermittent condition or damage was found to the power circuit and flexes. The pump passed a 29 hour flow accuracy test, and it was found to be able to deliver within the required specifications. The battery cap was tightened and then unscrewed ½ turn with no reboots occurring. The pump was primed correctly and exercised for 24 hours with no power loss or alarms occurring during testing. The battery cap contacts height and width were found within specifications. The cap was able to fit securely and maintain electrical connection. The issue of power loss alleged by the patient was confirmed in the pump's history but was not duplicated during the investigation.